Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 250 units of insulin. Blood glucose level was in the 100's (mg/dl). Reportedly, additional insulin was added and the cartridge was reloaded successfully.